Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/03/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2017 and absorbable straps were used. During the procedure, the straps snapped off the cooper's ligament. The same event continued and the device then stopped deploying any straps at all. A competitor's device protack was used to complete the case. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
The strap12 device was returned with no damage in the external components and 3 straps inside a plastic bag. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended and 7 straps were found inside cannula shaft. No conclusion could be reached as to what may have caused the reported incident.